Manufacturer narrative:
This report is being supplemented to provide additional information that was received about the event.

Event description:
The device is an olympus asset and the reportable event was found by olympus employee.

Manufacturer narrative:
The device was evaluated, and it was confirmed that no images were output. Additionally, there is no visible damage to the main unit or sdi connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported that after replacing the cable, on the video system center the image no longer appeared from the two high definition (hd) and serial digital interface (sdi) terminals out 1 and out2 (the 3g/hd sdi terminal output images without any problems). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is assumed that the malfunction occurred due to a failure of high-definition serial digital interface pin on the printed circuit board. Olympus will continue to monitor field performance for this device.